Event description:
An attempt was made to utilize the device to perform pt ECG analysis. Reportedly, the device inappropriately displayed 'check module' or 'check tap' and pt analysis could not be performed.